Event description:
It was reported that a flogard infusion pump experienced an f-38 alarm (malfunction in tube misloading detection circuitry). There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The flogard infusion pump was serviced on-site by a field service technician. A visual inspection, alarm log review and a power on self-test were performed. During the alarm log review and the power on self-test the f-38 alarm was identified. The alarm was caused by damaged force sensing resistors (fsrs). The pump has been removed from service. If any additional relevant information is received, a follow up MDR will be sent.